Event description:
It was reported that the insulin pump alarmed during the prime process. Insulin squirted out during the manual prime process. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the prime process due to protruded/loose drive support disk. The insulin pump had a scratched display window, cracked display window corner and cracked reservoir tube lip.